Manufacturer narrative:
Methods, results and conclusions: the implants involved in this case were returned to 3m espe for eval. The results of this eval showed evidence that the implants had been overtightened, which may have been a factor in the reported failure. See scanned page.

Event description:
During placement of three (B)(4)-implants, two implants broke and the fragments remaining in the bone were removed two days later. The dentist used an explantation kit (trephine drill) and successfully removed both fragments. According to info provided by the dental professional, the health status of the pt is fine and no details on whether additional implants will be placed were provided to 3m espe.